Event description:
The customer reports three separate patient injury events occurring during diagnostic colonoscopy procedures using the same evis exera iii colonovideoscope. Case with patient identifier (B)(6) reports patient 1 of 3. Case with patient identifier (B)(6) reports patient 2 of 3 (this report). Case with patient identifier (B)(6) reports patient 3 of 3. In this case, the patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy for the indication of screening, personal history of polyps, and chronic gastro- intestinal reflux disease (gerd). During the colonoscopy, the patient experienced an iatrogenic laceration of the rectosigmoid junction. Treatment for the laceration included: treated medically, no surgical intervention required. After brief hospital stay, sent home on oral antibiotics. There were no further consequences to the patient. The patient's current condition is reported as: no residual symptoms. No endotherapy devices were used during the procedure. There was no malfunction of the scope during the procedure. When asked if the physician had an opinion about the laceration occurred, the doctor responded: performed colonoscopy as usual. Retroflexed scope as normal. Did nothing different than any other colonoscopy procedure.